Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during insertion of a catheter in a patient, the medical staff heard a snap at the time of the insertion of the catheter in the guide. They removed the catheter and noticed it was broke at the end. They tried to insert another one from the same lot number and the same thing happened. The doctor used a 3-way catheter without issue. There was no clinical consequence for the patient.

Manufacturer narrative:
(B)(4). A spring wire guide (swg) and a 20ga introducer needle were returned for evaluation. A visual exam was performed and it was observed that the swg was through the introducer needle and could not be removed. Approximately 1cm of the swg was protruding through the tip of the needle. There was a kink in the swg where it exited the hub of the needle. At the end of the evaluation, the swg was accidentally kinked 19cm from the proximal end. The length and outer diameter of the swg were measured and found to be within specification. A manual tug test confirmed that the distal and the proximal welds are intact. A review of the device history records (DHR) for the swg and introducer needle did not reveal any manufacturing related issues. The report of difficulty inserting the swg was confirmed through examination of the returned sample. The swg was kinked and stuck in the needle. A DHR review was performed and it did not reveal any manufacturing related issues. No manufacturing defects were found during the investigation. Based on the sample and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during insertion of a catheter in a patient, the medical staff heard a snap at the time of the insertion of the catheter in the guide. They removed the catheter and noticed it was broke at the end. They tried to insert another one from the same lot number and the same thing happened. The doctor used a 3-way catheter without issue. There was no clinical consequence for the patient.